Manufacturer narrative:
Other, other text: investigation completed on a smiths medical breathing/portex general anesthesia circuits complaint of leaking was not confirmed in pictures sent, as no product was returned. Sample from p/n c37101307j, l/n 3973608 were tested and failure mode was not confirmed. Device manufacturing was reviewed and no discrepancies prior to release in engineering. There was a CAPA 000415 opened on (B)(6) 2017, in order to determine the root cause and implement proper corrective actions for leaking. By the time this report has been completed CAPA 000415 was closed on november 2020 corrective actions are addressed on CAPA 000415.

Event description:
Investigation completed and summary in h 10.

Event description:
Information received on a smiths medical breathing/portex general anesthesia circuits were leaking when set up. No patient adverse event occurred.